Manufacturer narrative:
A quote was provided to the customer for service/repair of the device, but the quote was declined. Multiple attempts were made to obtain additional information that were unsuccessful. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm was reported. Multiple attempts were made to obtain additional information and device context at the time of the reported failure; however, no further details were provided.

Manufacturer narrative:
Report date: 30sep2021.(B)(6).

Event description:
It was reported that the ventilator turns on and off by itself. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.